Event description:
Fall in 2007 requiring surgery to repair fractured left distal-radius and ulna. Pt returned to surgeon for follow up post operatively where he noted "she had obviously fallen on the extremities." Surgeon noted hardware was still in place, but pins had been bent.